Manufacturer narrative:
Correction: remove expiration date, device remains implanted. An event regarding dislocation of an adm/mdm construct was reported. Review of the provided medical records confirms subsidence of an unknown exeter stem. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. -clinician review: an x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22-mm/+3 femoral head. A second revision surgery was performed on (B)(6)2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019.two major component malposition factors active in the hip joint with non- anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: an x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22- mm/+3 femoral head. A second revision surgery was performed on (B)(6)2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019. Two major component malposition factors active in the hip joint with non- anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The dr. Contacted us for a mdm luxated by a patient with a tha. The primary surgery took place in 2014 (exeter stem and tritanium solid cup). There was an acetabular revision in 2017. An mdm liner was placed. This was luxated. The mdm liner was removed and a constrained liner was placed. The v40 22.2 / +3 head was out of de x3 restoration liner ((B)(6) 20019). Additional patient records/ x-rays and operation reports are not available in this case update by of: (B)(6) 2019 based on medical review. This pi relates to the second revision surgery which occurred (B)(6) 2019 due to dislocation. An x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions (shell malposition) because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22-mm/+3 femoral head. A second revision surgery was performed on(B)(6) 2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019.

Manufacturer narrative:
An event regarding dislocation of an adm/mdm construct was reported. Review of the provided medical records confirms subsidence of an unknown exeter stem. Method & results: product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. Clinician review: an x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22-mm/+3 femoral head. A second revision surgery was performed on (B)(6) 2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019. Two major component malposition factors active in the hip joint with non-anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: an x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22-mm/+3 femoral head. A second revision surgery was performed on (B)(6) 2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019. Two major component malposition factors active in the hip joint with non-anatomical anteversion and inclination in the arthroplasty in combination with two additional soft tissue related instability factors regarding short leg length and use of a 22-mm femoral head that may further increase capsular laxity while effective rom of a 22-mm femoral is relatively small and thereby has minimal tolerance for component malposition issues with major risk of impingement in the arthroplasty to result in hip instability ultimately leading to hip revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The dr. Contacted us for a mdm luxated by a patient with a tha. The primary surgery took place in 2014 (exeter stem and tritanium solid cup). There was an acetabular revision in 2017. An mdm liner was placed. This was luxated. The mdm liner was removed and a constrained liner was placed. The v40 22.2 / +3 head was out of de x3 restoration liner ((B)(6) 2019). Additional patient records/ x-rays and operation reports are not available in this case update by of: 24 july 2019 based on medical review. This pi relates to the second revision surgery which occurred (B)(6) 2019 due to dislocation. An x-ray on (B)(6) 2019, documented an intraprosthetic dislocation of the mdm construct with migration of the stem in superior direction. Cup shell and stem position remain unchanged from previous descriptions (shell malposition) because retained during revision surgery in 2017 with only conversion of the bearing in the trident shell for an mdm construct with new v40 22-mm/+3 femoral head. A second revision surgery was performed on (B)(6) 2019 with exchange of the mdm bearing for a constrained cup insert system with new v40 22-mm/+0 femoral head. The new arthroplasty condition was documented on post revision x-ray on (B)(6) 2019.